Manufacturer narrative:
Submit date: 10/27/2015. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; bed hook and display issue. Therefore, this report will be based on information provided by the service center. The unit was triaged and the complaint was confirmed; bed hook and lcd screen were damaged. The root cause of the reported condition can be attributed to rough handling of the unit. During triage, the technician found that the unit's power cord was damaged. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage, and user damage. The power cord was replaced to correct the problem. The technician also found that the unit's l4 inductor and fan were damaged; l4 inductor and fan were replaced. The unit was then fully tested; unit passed all testing. Product scd 700 compression system was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 the customer initiated a service repair request regarding an issue with the display and bed hook. The unit was sent to the failure investigations department at a local covidien service center where on (B)(6) 2015 it was found to have a damaged power cord with exposed copper wires.